Event description:
It was reported that the usb cable was bent and the customer could not use the usb cable to charge the pump. Customer used a backup usb cable to charge the pump. There was no adverse effect to customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.